Manufacturer narrative:
An unexpected transition to a system malfunction state can occur on the carestation 600 series systems. If the system malfunction is left unresolved, it could result in loss of mechanical patient ventilation, which could lead to hypoxia. Ge healthcare is initiated and reported a field modification for this issue per 21 cfr 806 on 05/17/2017. The gehc internal field modification number is fmi 34082. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device problem already known, no evaluation necessary.

Event description:
The hospital reported that, during patient use, the unit failed due to acb (anesthesia control board) watchdog failure. The patient was successfully ventilated manually until the machine was rebooted. There was no reported patient injury.